Manufacturer narrative:
Complete information from patient identifier: multiple: sid; (B)(6), sid: (B)(6), sid: (B)(6), sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect stat troponin-I results for four samples. The customer believes that the higher results are correct. The customer stated that the reagents were loaded without septums. Those bottles were replaced and the instrument was calibrated but the calibration was ¿bad¿. The patient results were run and questioned the next day. The samples were repeated on another instrument. The following data was provided (reference range 0-.013 for females and 0-.033 for males): sid: (B)(6) initial result (sn:(B)(4) 0.013 ng/ml, repeated (sn: (B)(4) 0.032 ng/ml, sid: (B)(6) initial result (sn: (B)(4) 0.009 ng/ml, repeated (sn: (B)(4) 0.039 ng/ml, sid: (B)(6) initial result (sn:(B)(4) 0.009 ng/ml, repeated (sn: (B)(4) 0.019 ng/ml, sid: (B)(6) initial result (sn: (B)(4) 0.101 ng/ml, repeated (sn: (B)(4) 0.012 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Update to field d4 - lot number added. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 26216un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. The investigation reviewed historical performance of the lot 26216un22 which was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 26216un22. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.